Manufacturer narrative:
One opened trocar hub/cannula was received in a plastic bag for the report of leaking. The returned sample was visually inspected and was found non-conforming with a cut in the septum. A photo of the custom pack is attached to the parent complaint and has been reviewed by the investigation site. The lot number and product information in the photo match what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
An ophthalmic surgeon reported that valved trocar leaked during a procedure. Procedure completed with no patient harm.